Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis confirmed the reported battery depletion. The device did not meet the expected longevity. Current drain levels were higher than normal. The cause of the high current drain was a leaky capacitor, which resulted in the premature battery depletion.